Manufacturer narrative:
(B)(4). Accriva diagnostics has requested all data required for form 3500a.

Event description:
Healthcare professional reported that an end user sustained an injury during reconstitution of a directcheck quality control. This control is packaged in a glass ampule inside a crushable plastic dropper vial containing diluent. The end-user was wearing gloves but did not utilize the protective sleeve provided with the product. The purpose of the sleeve is to safeguard the end user against potential injury during reconstitution of the control. The end user sustained a small cut to his right thumb, which was caused by a glass shard protruding through the dropper vial. The end user washed the affected area with soap and water, cleaned the cut with an alcohol wipe and applied a band aid. No further medical care was reportedly provided.